Event description:
It was reported that during preparation, the subject guidewire could not be inserted into the microcatheter. When inspected, some kind of coating was slid to the distal tip and curled up. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during preparation, the subject guidewire could not be inserted into the microcatheter. When inspected, some kind of coating was slid to the distal tip and curled up. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The visual inspection was not performed due to the product not returned. The functional inspection was not performed due to the product not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.